Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of gastrointestinal/pelvic floor and bowel dysfunction/sacral nerve stimulation. It was initially reported that the patient¿s previous ins maybe have been damaged in a car accident. It was stated that the ins was explanted due to normal battery depletion. Additional information was received from the patient¿s representative. They stated the ins stopped working after the accident and they had to undergo a replacement surgery in (B)(6) 2018. Information on the device battery expectations was requested. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated the cause of the ins not working was because of power battery failure due to impact of accident. No further patient complications were reported as a result of this event.